Event description:
Customer reported a problem with the battery charger, and will intermittently stop fluoro or lock up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ffb and gib boards. System operates as intended.